Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts (technical support) found that qc (quality control) was high or not run on day of patient testing, customer encouraged to participate in peer program. Advised to rerun patient samples after recalibration and running of qc. The most probable cause of the reported event was due to proficiency testing / methodology of the testing.

Event description:
On (B)(6) 2016 the customer reported failed api with their aia-900 analyzer. Customer reported api pt failures, tsh, ft4, e2. Ts (technical support) asked the customer to fax report, results and qc from day of testing. Review of faxed data shows 2 tsh results out low, most all of the results were on the low side, just barely in range. Br 40321 on day of testing was 0.25, peer data was 0.32. E2 results had one sample out high, no e2 qc run on day of pt testing. (B)(6) run 34 days later shows high recovery relative to peer. Her qc=320/583, peer is 256/505. Ft4 shows 3 results out high, 2 just barely in range. Br 40321 run on day of pt testing was 1.00, peer is 0.85. This complaint was deemed to be reportable and classified as a level-2 event due to a potentially api discrepancy and to a potential delay in reporting of patient results. These are classified as category a assays as defined in delayed result reportability determination ((B)(4)).